Manufacturer narrative:
This report is being submitted as follow-up # 1 to provide the retention sample evaluation. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of the user facility information and a retention sample from the reported product code/lot number combination. Visual inspection found no obvious anomalies. The actual sample was circulated with bovine blood at the back pressure of 200mmhg and the flow rate determined. During circulation at each flow rate, 30ml of air was sent into circulation for 30 seconds. No air came through the filter out of the oxygenator module. The retention sample was verified to be the normal product without any anomalies. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reported observed conditions. However, there is no indication that the reported event was related to a product defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4 -UDI no. - not required for this product. The actual device has not been returned to the manufacturing facility. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history records and the product release decision control sheet of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a patient's death after a procedure that required the use of a capiox device. Follow up communication with the user facility confirmed the following information: bubbling was not detected per ecc, but suspected during intervention; pathology: tridux aortic homograft, operated for an aortic valve replacement for prosthetic degeneration; ecc realized in femoral to femoral and the perfusionist found no abnormality per ecc; it was reported that the patient was in a state of brain death during the procedure; immediately after the procedure a cerebral CT was conducted that revealed a massive air embolism; and the patient expired after the procedure due to massive air embolism.

Manufacturer narrative:
This report is being submitted as follow-up # 2 to provide the returned sample evaluation. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no obvious anomalies. The actual sample was rinsed and the blood pathway was filled with saline solution and pressure was applied. No leak was confirmed. The actual sample was built into a circuit with tubes and circulated with bovine blood at the back pressure of 200mmhg and a blood flow rate of 2.3l/min., 4.7l/min., and 7.0l/min. During circulation at the each flow rate, an air of 30ml was sent into the circulation from the oxygenator inlet side in 30 seconds. No air came through the filter out of the oxygenator module. There is no indication that the reported event was related to a device defect or malfunction. The actual sample was verified to have the normal air removal performance. The cause for the reported event cannot be definitively determined based upon the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.